Event description:
It was reported that low pacing lead impedance was observed. The r-wave amplitude also declined since implant. A review of the stored egms noted noise on the ventricular channel. The noise was sensed and classified at vf, but therapies were aborted. The pace/sense portion of the lead was capped in 2008. Defib remains active.

Manufacturer narrative:
Na